Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lapg procedure. Twice, after successfully firing the device, the jaws articulated on there own. No patient injury.